Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a left heart catheterization with percutaneous coronary intervention, the cutting balloon catheter was difficult to remove. The access site was the right femoral artery. The 90% stenosed lesion is located in the moderately calcified proximal left anterior distal artery. A 06/2.50 flextome cb mr cutting balloon catheter was selected to treat the lesion. During the procedure, the device wasn't able to cross the lesion and they had trouble taking it out. The procedure was completed with a different device. No patient complications reported and the patient's condition was fine.